Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The user report noted the customer sought and received third-party medical treatment on two separate occasions, but only provided one date of contact. The other event will be documented under a separate submission. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she/he noted developing ¿severe skin reactions¿ which subsequently became infected. It was also reported the skin developed ¿two permanent red marks¿. Customer noted having contact with a healthcare provider and was prescribed an unspecified antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all sensors and sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from (B)(6) ((B)(6) reference no: (B)(4) which reported the following information: a customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she/he noted developing ¿severe skin reactions¿ which subsequently became infected. It was also reported the skin developed ¿two permanent red marks¿. Customer noted having contact with a healthcare provider and was prescribed an unspecified antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.